Event description:
Ambulance personnel were attending to a pt, condition unk. Routine monitoring was attempted during transport, however it was reported that the device operated properly for a short time and then allegedly displayed a ra lead off message and a flatline. Monitoring on the pt was continued through the paddles mode. The reporter stated there was no compromise to pt care as a result of the alleged malfunction.